Event description:
It was reported that the 9600+ system had no images on the monitor and poor image quality during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep performed several corrections to the unit including adjusting the locking clips and reinserting two pins, and secured a plug. The system operates as intended.